Manufacturer narrative:
This was initially reported on the summary report dated 6/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, bowel problems, vaginal scarring, prolapse and vulvovaginitis. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death were heart failure, atrial fibrillation, and hip fracture from osteoporosis and ischemic cardiomyopathy.